Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of refractive error and visual disturbance, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson surgical vision lens, lal 12.0. During the lens exchange procedure, there was no patient harm, no sutures, and no vitrectomy however, the incision was enlarged to 2.75mm to accommodate the new iol. Patient prognosis post lens exchange was reported as very good. No further information is available.

Manufacturer narrative:
Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 and (B)(6) 2026, iol implant and explant dates. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.